Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Neither the device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system can not be completed. Lot and serial numbers not provided by the complainant; therefore, the manufacture date of the disposable device and radio frequency controller is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant info is received, a supplemental medwatch will be filed. Device history record (DHR) review could not be conducted for the disposable device or the radio frequency controller (rfc) as identification numbers were not provided by the complainant. (B)(4).

Event description:
It was reported that a "few days" following an uneventful novasure endometrial ablation procedure (date unk), the pt reported pain. The pt went to the emergency room (date unk) and an emergency "hysterectomy and bowel resection" were performed. We have been unable to obtain additional info surrounding this event.